Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead¿s rv coil impedance started rising last month and is now high. The rv lead remains in use. No patient complications have been reported as a result of this event.